Event description:
It was reported that the right ventricular (rv) lead triggered a warning for lead impedance. The pacing impedance was low and declining which triggered a polarity switch, as well as ventricular high rates and oversensing elicited with direct pocket manipulation. During pocket manipulation impedance further dropped with noise. A probable insulation failure and/or impending fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Ventricular lead impedance decreased from an approximate baseline of 540 ohms to less than 300 ohms week ending (B)(6) 2014. Lifetime minimum ventricular lead impedance of 226 ohms. Polarity switch occurred (B)(6) 2014. Concomitant product: 4058m52, lead, implanted: (B)(6) 1995. (B)(4).